Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the insulin pump had physical damage with cracks in the battery compartment and underneath the display. Customer also reported getting a recurring failed battery test and reduced battery life. The customer¿s blood glucose level was unknown at the time of the incident. Customer declined troubleshooting. The device will not be returned for analysis.